Event description:
Same case as MDR#2134265-2012-02244. (B)(4). It was reported post a percutaneous coronary intervention with stent implantation myocardial infarction (mi) occurred. The subject presented due to acute coronary syndrome and was referred for cardiac catheterization. The target lesion was a long and bifurcated lesion located in the proximal left anterior descending artery (lad). It was described as 18mm long, with a vessel diameter of 3 mm and 90% stenosis. The lesion was treated with pre-dilatation and placement of a 3.00x24 mm promus element stent. Following post dilatation, residual stenosis was 0%. The second target lesion located in the distal lad was described as 18mm long, with a vessel diameter of 3mm and 90% stenosis. The lesion was treated with pre-dilatation and placement of a 2.5x16 mm promus element stent. Following post dilatation, residual stenosis was 0%. The following day prior to discharge, cardiac enzymes elevation (peak froponin I = 1.55 ng/ml, uln = 0.1 ng/ml) and mi were reported. No ischemic symptoms were observed and no action was taken to treat this event. The patient was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).